Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with a vibratory alert. Noise causing oversensing was noted on the right ventricular (rv) lead. Fluoroscopic examination indicated the lead was in the proper position and no damage was observed. The lead will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences.